Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found the tip clamp sleeve stuck in the up position. The tip clamp, plunger clamp and lld contact spring were replaced. The instrument was cleaned, inspected, tested without further problem, and returned.